Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
On (B)(6) 2017, the customer stated that the measuring cell on the cobas e 411 immunoassay analyzer (e411) was changed. The customer stated that on (B)(6) 2017, they received an erroneous result for one patient sample tested for the elecsys troponin t hs stat assay (tnthsst) on the e411 analyzer. The sample initially resulted as 43 pg/ml and this value was reported outside of the laboratory. The doctor requested a check on this patient. Laboratory protocol states that new samples must be collected from the patient every three hours and tested for tnthsst if there is an initial positive value. A second collected sample from the patient resulted as 5 pg/ml and a third sample collected from the patient resulted as 4 pg/ml. Due to previous results of the patient being low, the doctor requested a repeat of the original sample. The original sample was repeated on (B)(6) 2017, resulting as < 3 pg/ml. An amended report was sent out. No adverse events were alleged to have occurred with the patient. The tnthsst reagent lot number was 176452, with an expiration date of 12/31/2017. Performance testing was run on the analyzer.

Manufacturer narrative:
Upon review of the performance testing run on the analyzer, a test parameter was found to be too high. Preventive maintenance was performed on the analyzer and the pinch tubing was changed. A syringe was checked to verify that there was no leakage. Performance testing was repeated on the analyzer. A specific root cause could not be determined based on the provided information. A general reagent issue could be excluded. Centrifugation time was too short and the centrifugation speed was too high. The calibration was within expected range. Quality controls tested on 28-jun-2017 and 29-jun-2017 were within range. Possible root causes for this event may be insufficient electromagnetic interference lab compliance, sample quality, insufficient maintenance, or contamination of the environment with the analyte. In addition, the analyzer may have caused the issue due to mis-pipetting or leakage.